Manufacturer narrative:
The investigation for the positioning issue has been completed. An impella cp was successfully delivered through the right femoral artery. The pump was positioned in the aorta overnight, and they were unable to recross the valve the next morning. The impella was removed. Logs were not applicable in this investigation because position was verified by echo during the case. The root cause of the positioning issue was not determined since no product was returned and insufficient clinical evidence was provided. D4-corrected model number.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a (B)(6) male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp when the impella was in the aorta. The physician was unable to recross and the impella was removed.